Event description:
It was reported that an unspecified amount of bd maxzero¿ multi-fuse pressure rated extension sets with needleless connector had issues with blood leaking out during use. The following information was provided by the initial reporter: "cannot slide it into the catheter without turning it which causes blood to leak out".

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of luer fitting incompatible, and leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model mz5303 lot number 22119248 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that an unspecified amount of bd maxzero¿ multi-fuse pressure rated extension sets with needleless connector had issues with blood leaking out during use. The following information was provided by the initial reporter: "cannot slide it into the catheter without turning it which causes blood to leak out."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.